Event description:
Pt reported, the piston rod on the infusion device rewinds automatically out of nowhere. Pt stated when inserting the insulin cartridge, the plunger holder has tight contact with the cartridge. Pt reported when the cartridge volume is near half, the contact is loosened and there is a gap visible between the plunger holder and the plunger of the insulin cartridge. Pt stated insulin delivery is faulty and he has to correct the bolus each time this happens. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.